Event description:
It was reported that the asystolic patient was brought to the ER, where they expired. Device interrogation showed that the patient had appeared to have gone into a slow vt around 125bpm. The rhythm was captured on an episode stored for nonsustained lead noise. Mismatch between the near-field and the far-field channels inappropriately triggered detection of lead noise. The cause of death is unknown. There is no known allegation from a health professional that the death is related to the device.